Manufacturer narrative:
The tech found the communication cable was pinched. This was most likely caused by improper storage of the communication cable before transport. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on the info, no further action is required.

Event description:
The account reported the nurse call does not function. The bed was located in the maintenance area at the facility. There was no pt/user injury reported. (B)(4).